Event description:
The patient reportedly underwent explant surgery due to medical/surgical issues. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.